Event description:
Rptr indicated that the site's hand-held computer screen would frequently freeze after interrogation. A soft reset would resolve the issue. Site was upgraded to 7.1 software prior to reported event.